Event description:
It was reported the patient's hip was revised due to dislocation of the femoral head from the poly insert. The insert (implanted (B)(6) 2021), femoral head and restoration modular proximal body (implanted (B)(6) 2021) were revised to a new proximal body and head, mdm/ adm poly insert, and mdm metal liner. Rep confirmed there are no allegations against the revised proximal body.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.